Event description:
Sling tore at both ends during transfers using hoyers. Unable to determine if this contributed to the incident. Cling tore at both ends. Pt fell off units bed unable to determine if it was user error or product malfunction.